Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient had an endeavor sprint drug eluting stent implanted and died after the procedure. Physician commented the event was not related to the medtronic device. The hospital would not provide more details.